Manufacturer narrative:
H10: the device was received for evaluation in a plastic bag; it was not in it's original package. The device showed traces of use and was connected to another unknown device (non-baxter). A visual inspection of the baxter buretrol solution set did not reveal any defects or missing parts; all its assemblies were found in accordance with specifications. A functional under water leak test was performed and the results were satisfactory; no leaks were observed. The device was conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set leaked from a part of the set connected to the buretrol. This was identified during preparation. The set was replaced. There was no patient involvement. No additional information is available.